Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
A complaint was received involving a transducer, 60 inch (152 cm), 3 ml/hr, microdrip. Blood leakage during use. During priming at connection to the transducer, the screw of the kit/device to the uu (uro-urology) monitor for invasive measurement (attached to an unspecified arterial catheter) reportedly detached and resulted in a major blood leak. The customer was unable to quantity of the amount of blood that the patient lost as a result of this reported event. The device was not exposed to extreme temperatures, high pressure, or other external factors, and the tubing was configured according to the instruction manual. No one was harmed, additional unspecified medical intervention, the patient's hospital stay was not extended and there was no medication leak.